Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the basal software did not suspend insulin delivery when blood glucose (bg) levels decreased from 94 to 75. Reportedly, the basal feature suspended pump therapy when bg level reached 75 mg/dl. Additionally, the customer reported a brief loss of connection between the transmitter and the pump. Customer was unable to recall details regarding the event. Multiple attempts were made by technical support for a pump upload; however, a log review of the reported event was unable to performed as the customer did not upload.